Event description:
During the process of removing the ansel sheath after an angiography procedure, it was identified that a piece of the sheath tore in the right common femoral artery. Attempts to remove the retained sheath were unsuccessful using a snare procedure. The patient was transferred to the operating room for a right groin exploration and removal of the sheath in the right common femoral artery.